Event description:
Caller reports tunneling tool was used to implant inspire device and during procedure patient's external jugular vein was pierced. The bleeding was controller through ligating above and below where the lead was tunneled and the rest of the procedure was uneventful. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).